Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital with atypical chest pain. The patient was placed on telemetry monitor and pauses of up to six seconds in duration were observed. Device interrogation was performed and identified right ventricular (rv) lead high impedance and noise causing oversensing. Additional information was received and reported that during procedure a high grade superior vena cava (svc) stenosis was with significant antegrade flow into the right atrium. A suture was noted on the proximal end of the rv pace-sense lead causing compression of the insulation. Due to the stenosis, the rv lead, right atrial (ra) lead were capped and abandoned and the implantable pulse generator (ipg) was explanted. A replacement system was implanted on the contralateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.